Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the deployed stent resulted in the reported difficulty to position and the reported difficult to remove. Manipulation of the compromised guide wire during attempts to remove it ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous lesion in the circumflex artery. A 014 whisper extra support guide wire was advanced to the lesion; however, resistance with the anatomy was felt. A 2.25x12mm xience alpine stent was advanced and successfully deployed. An attempt to remove the guide wire was made; however, it became stuck with the deployed stent and the guide wire could not be advanced or removed. An uninflated balloon was advanced to help release the guide wire, but was unsuccessful. It was noted that the tip of the guide wire separated. The tip was left in the anatomy and the patient was sent back to the intensive care unit for observation. A few hours later the patient had chest pain and was sent back to the catheter lab. Angiography confirmed stent thrombosis. Balloon angioplasty was performed; however, since the hospital does not have a surgical center it was decided to send the patient to another hospital for further intervention. The patient was transferred to another hospital and additional unspecified stents were deployed to successfully treat the thrombosis. The patient is doing well. No additional information was provided.